Manufacturer narrative:
(B)(4). One used IV tubing set, without packaging, was received for evaluation. The set was received spiked into an empty IV solution bag. The set was subjected to an air pressure (leakage) test according to specification with acceptable results. In an attempt to replicate the reported incident, the set was spiked to a bag of normal saline and primed. The drip chamber was then squeezed several times. There were no leakages observed. The set was then allowed to hang for one hour. During this time, there were no leakages observed from the vent or from any other location on the set. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned sample met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports approximately one hour into the infusion, a slow leak of chemo medication was noted from the vent of the drip chamber spike. The patient did receive the full therapeutic dose of medication. There was no patient injury.